Event description:
The customer did not report to olympus an error with evis exera ii ultrasound gastrovideoscope. There was no report of patient harm. During incoming inspection, it was determined there was a gap of adhesive on the distal end. Stain entered inside the lens through the gap. There is a gap between acoustic lens and ultrasound probe. This medwatch is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. In addition to evaluation,tee nut was loose. Due to wear of lock engagement lever, up/down knob could not be locked securely. Air water cylinder had discoloration. Due to damage on ultrasonic probe, the number of missing elements exceeded the standard value. Due to peeling of acoustic lens, displayed ultrasound image was defective. Due to a peeling on acoustic lens, water tightness was lost. Light guide lens had a crack. Adhesive on bending section cover had a crack. Due to wear of angle wire, bending angle in up direction did not meet the standard value. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported device problem. The DHR confirmed that the subject device was shipped in accordance with the specifications. There was a gap between acoustic lens and ultrasound probe. However, a definitive root cause could not be determined. The instruction manual provides the following: ¿ never perform angulation control forcibly or suddenly. Never forcefully pull, twist or rotate the angulated bending section. Patient injury, bleeding and/or perforation can result. Olympus will continue to monitor field performance for this device. Additional information has been requested regarding this event. A supplemental report will be submitted if additional information becomes available.